Event description:
Unit alarmed "fail to cycle" while on pt. Pt reported to have desaturated below 90%, some diaphoresis noted on pt also. Pt placed on back-up ventilator. Pt quickly returned to baseline after incident.